Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient developed fluid accumulation at the implant site following surgery. The recipient was provided with systemic antibiotic coverage, and medical management has been advised, including local therapy and appropriate dressings. Advanced bionics is currently in the process of obtaining additional information. A supplemental report will be submitted once further details become available.

Manufacturer narrative:
The recipient has reportedly healed. Additional information regarding treatment details were not provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections a.1, a.2 & a.3, d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.1, d.4, h.4, h.6, h.10. It is reported that the fluid accumulation eventually progressed to a seroma. The recipient was instructed to not wear the device. On (B)(6) 2026, the device was explanted. It is noted that the device extruded and became exposed and the wound was not healing properly. The recipient will be reimplanted at a later date. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.